Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
A revision surgery, however, the reason for the revision is still unknown. The patient had an fx solution originally implanted, and this was converted to a perform glenoid and humeral component.